Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux en y, during the first firing with an white reload across the jejunum the device fired properly. As the surgeon went to attach the roux limb there was considerable bleeding at the staple line and noticed an unformed staple. Another device and another reload were used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).